Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant pain. It was reported that the patient was having an MRI. The caller reported that it was unknown if the procedure was due to a problem with the device or therapy but stated that the symptoms were related. The caller stated that they did not know if there was a problem with the device. For about a year the patient continues to have periods of falling into fainting, not really fainting, but falling into a non-responsive state, their blood pressure is really low, and a number of times they had to be sent to the hospital because of those issues. They are trying to rule out everything. The patient went to an extended care rehabilitation and lost so much weight and ¿during that time they even ran into a problem¿. The caller thought it might have been due to the high blood pressure medication they were giving the patient. The patient was sent MRI guidelines for their MRI. No further complications were reported/are anticipated.